Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted by the doctor at the office which was the first cgm sensor insertion for the patient. A day or two later the sensor fell off ¿while eating.¿ per patient, the area was not bumped, but the area hurt before and after the sensor came off. He went to the ER with his daughter where a diagnostic x-ray (date unspecified) showed the sensor wire was 2mm underneath the skin. He also went to urgent care and consulted other hcps, and although surgery was initially scheduled, it was decided not to surgically remove the wire. The patient¿s condition (stable) was monitored by the endocrinology md. On (B)(6) 2024 the md indicated the area of the insertion site was clear, and although the patient had occasional pain in the area, there were no visible signs on the skin surface of skin irritation due to a retained wire. No surgery had occurred to remove the wire, and the patient was not using cgm at the time of the call.